Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument crisscrossed, and wire stuck out. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument experienced a dislodged, misaligned jaw with a silver cable visibly sticking out, which appeared to be a full breakage; it was not related to the conductor (black) cable. Although the jaws were not stuck on tissue and the release mechanism was not used, the instrument became unusable due to misalignment. No photos are available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.